Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue is filed under separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic endoprosthesis implantation procedure. A proglide suture was successfully placed in the lcfa without issue. Reportedly, when attempting to place two proglide devices in the rcfa, there were no sutures when the plunger was pulled. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 17f sheath at both access sites and the thoracic aortic endoprosthesis implantation procedure was completed. Hemostasis was achieved with the one successfully pre-placed proglide suture in the lcfa and with the two successfully pre-placed proglide sutures in the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.